Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer reseated the power supply connector. The system was then operating as intended.